Manufacturer narrative:
Both the xyphoid and sternal incisions were reopened to remove air entrapment. The device was reprogrammed to secondary with no further issues identified.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative reported that this patient, who was implanted yesterday, received 3 inappropriate shocks. A primary sense vector had been selected at implant (1x gain). The local representative reran the automatic set-up and primary (2x gain) was selected. Th local representative commented that with the patient in a supine position and the signals looked normal but are small when the patient stands up. During the implant procedure, the physician utilized a 3 incision technique but did not use introducers. The local representative believes that the incision were flushed well and palpated to remove any residual air. The measured impedances for the 3 delivered inappropriate shocks were 79, 77 and 83 ohms. Ts suggested that the an x-ray be obtained and the incision should be palpated as much as possible to see if artifacts are produced. Ts was informed that some arm movements and isometrics had been done which did not reproduce noise. The patient had gotten up to use the restroom when another shock due to noise was delivered. The local representative contacted ts again to report that palpation of the xyphoid incision and along the sternum/ribs did reproduce artifact. Ts suspected air entrapment. A captured s=ECG identified baseline wanderings and artifact. The local representative reported that a review of the x-ray identifies an air bubble near the diaphragm. The physician also mentioned a possible air bubble at the device site. The physician plans to take the patient back to the electrophysiology (ep) laboratory to re-flush/message the air out of the incisions. Ts commented that if no noise in secondary with pocket manipulation, then it is increasing the likelihood of possible air entrapment around the primary node.